Manufacturer narrative:
This report is based on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found the device would not power up. The cause was the main pcb (printed circuit board). The lcd display was also found to be out of specification. The battery release, ring cover, heart block, lead flex cover, and heart wire contacts were contaminated, and the battery contacts were compressed. One side bail was missing, the ring was bent, and the upper and lower case, two bail covers, and the battery drawer were broken.

Event description:
It was reported the device shut itself off when powered on. There was no patient involvement. The device subsequently tested out of specification during manufacturer's analysis.